Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was engaged while the device was inside the pt's leg and it would not shut off. The device was unplugged and another was used without further issue. The hospital did not report any pt effect.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation is completed. (B)(4).